Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during implant, high but in range hv lead impedance was observed. Lead was disconnected and re- inserted in the header however impedance remained high. High voltage lead impedance tests were performed as physician was sewing up the pocket and the hv lead impedance decreased. Lead remains implanted.